Event description:
The advocate stated the customer tested his blood glucose and received a reading around 397 mg/dl using his contour meter. His glucose was retested using another meter and the reading was either 110 or 109 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.